Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto. Other companies devices that used in this study: cardiac stimulator bc-1100, flexability, fantasista, arctic front advance. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 54 consecutive patients with paroxysmal af or short-lasting persistent af underwent their first svc isolation using a novel pace and-ablate technique (pace-and-ablate group). Among them, phrenic nerve injury occurred 1 patient in the pace-and-ablate group, which recovered 3 months later, based on the facts of the case and the author¿s assessment, there were no reported malfunctions with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿electrical superior vena cava isolation using a novel pace-and-ablate technique under diaphragmatic electromyography monitoring¿ the purpose of this study was to evaluate the feasibility of a novel superior vena cava isolation (svci) technique using simultaneous pacing and ablation through the tip of a single mapping/ablation catheter. An irrigated-tip catheter (flexability, st. Jude medical, or surround flow, biosense webster) and a 4-mm non¿irrigated-tip catheter (fantasista, japan lifeline) were used in the study. The article did not state which devices the patients used suffered adverse events. Bwi takes conservative approach to report this event under thermocool sf catheter.